Event description:
It was reported that the insertable cardiac monitor exhibited failure to interrogation via bluetooth telemetry. No intervention was performed. There were no patient consequences reported.